Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts baseplate size 6; cat# 5521-b-600; lot#agg4va. Triathlon femoral distal augment 5mm - size 6 left; cat#5540-a-601; lot#jlev. Triathlon femoral distal augment 5mm - size 6 left; cat# 5540-a-601; lot#jlev. Tri post augment sz6 5mm; cat# 5543-a-600; lot#wgog. Triathlon total knee system offset adapter 6mm; cat#5570-s-060; lot#0054334k. Triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot#0057238e. Tri press-fit stem 19x150mm; cat# 5566-s-019; lot#m9k49k. Triathlon press-fit stem 20mm x 150mm; cat# 5566-s-020; lot#m9e15a. Tri ts femur sz6 left; cat# 5512-f-601; lot#mxuw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left knee was revised due to infection. The insert was revised.